Event description:
The customer reported the mts centrifuge was not operating at the correct speed. Gel cards centrifuged at improper speed could result in erroneous results. No erroneous test results were reported. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the user observed the issue and aborted testing, thereby preventing erroneous results from being reported. The centrifuge was returned to the service depot. The customer was provided a replacement. The depot confirmed the customer's complaint. The root cause of the event is unknown.